Manufacturer narrative:
(B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens (diopter unknown), in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of endothelial cell counting or significant endothelial cell loss and refractive surprise. Patient experienced significant reduction of irido-corneal angles and angle closure. The reporter indicated the lens tore/broke during injection/delivery into the eye. A secondary yag was performed to enlarge/addition of peripheral iridotomies. The patient's post-op best-corrected visual acuity was 20/30.

Manufacturer narrative:
Conclusion code: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. Corrected data: (B)(4) code is not applicable, should be under patient code. Claim # (B)(4) lens was thrown away.